Event description:
The pt reportedly experienced intermittent lock between the external equipment and the cochlear implant. Different models of external equipment has been exchanged. Programming changes were made. The issue was not resolved. Device revision surgery has been scheduled.